Event description:
It was reported that during platforming for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. An unspecified rotawire guide wire was advanced across the 80% stenosed target lesion located in the calcified and mildly tortuous left anterior descending (lad) artery. The physician used a 1.5mm rotalink plus burr to perform multiple ablations and successfully removed it from the lesion. Next, a 1.75 rotalink plus burr was advanced up to the tuohy burst to platform the system. When the foot pedal was depressed to activate the burr, there were a couple of stalls. With the burr spinning at 160,000rpm outside of the patient, the guide wire fractured and separated. However, the physician successfully completed the procedure using another rotawire guide wire and another 1.75 burr. No patient complications were reported and the patient status is reported as fine.

Event description:
Same case as MFR # 2134265-2012-02391. It was reported that during platforming for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. An unspecified rotawire guide wire was advanced across the 80% stenosed target lesion located in the calcified and mildly tortuous left anterior descending (lad) artery. The physician used a 1.5mm rotalink plus burr to perform multiple ablations and successfully removed it from the lesion. Next, a 1.75 rotalink plus burr was advanced up to the touhy burst to platform the system. When the foot pedal was depressed to activate the burr, there were a couple of stalls. With the burr spinning at 160,000rpm outside of the patient, the guide wire fractured and separated. However, the physician successfully completed the procedure using another rotawire guide wire and another 1.75 burr. No patient complications were reported and the patient status is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was received with kinks along the body and the distal tip was damaged. Visual inspection also revealed that the wire was fractured at 198.5cm approx from proximal end (distal section was not returned for analysis). Further (B)(4) analysis showed the fracture occurred due to a torsional overload in a zone with a wear reduction of the cross sectional area. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).